Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screw drivers bent when pressure was applied during a procedure. The procedure took an additional 1.5 hours. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4) manufactured the cruciform screwdriver blade hex coupling/small, p/n 03.505.205, and lot number 7007678. The supplier¿s certificate of compliance (dated 10/18/12) indicates the parts were manufactured to p/n 03.505.205, revision d and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number (B)(4) revision d (dated 11/16/12). There were no manufacturing or non-conformance reports. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation reported (B)(4) manufactured the cruciform screwdriver blade hex coupling/small, p/n 03.505.205, and lot number 7007578. The material alloy was verified to be correct. The heat treat cannot be verified due to the small diameter of the part but was confirmed to be within specification from the certification of compliance (dated october 18, 2012). The complaint condition (material too soft, bends without strong forces) is due to an unknown cause. The part initially conformed to all requirements per the certificate of compliance and was inspected and conformed to the synthes incoming final inspection sheet number (B)(4), revision d. No manufacturing issues were noted during the investigation.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history record has been requested. Placeholder.

Manufacturer narrative:
According to the product development event evaluation, a medium cruciform screwdriver blade was returned. Visual examination noted one piece of medium cruciform screwdriver blade was received with the distal tip uniformly twisted counterclockwise. This condition suggests that the twisting of the cruciform blade occurred when counterclockwise force was applied to the instrument. Counterclockwise force application is consistent with removal or explantation of the mandibular screws and excessive force was applied to the cruciform tip causing the distortion/twisting result. Drawing documents were reviewed. The material and design are adequate for its intended use, and did not contribute to failure. It is important to note that material 440a is meant to bend and not shatter when excess force is applied. Therefore, this complaint is invalid from a design perspective. Since the product performed as it should under excessive force and no design issues were found, this complaint is therefore invalid from a design standpoint.

Event description:
The screwdrivers are destined for extracting screws were too soft. The cruciform part was bent even though no strong forces were applied. The screw drivers were useless for the procedure and they had to take out the screws with drills. The physician did not mention any specific patient harm. The procedure time was extended by an hour and a half.